Event description:
Reporter stated the patient has experienced hyperglycemia for the past 2 months, and she believes the insulin delivery of the infusion device is inaccurate. She has not had any lifestyle or diet changes. The infusion device has displayed e4 occlusion errors. Her blood glucose was 200 mg/dl in the evening on (B)(6) 2013 and 340 mg/dl on the day of the report, and she delivered 8.0 units of insulin. She reported her blood glucose is always above 300 mg/dl. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The occlusion limits were tested successfully. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The event occurred in (B)(6).